Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent incisional hernia repair surgery, creation of cutaneous fascial flaps and debridement of the previously placed mesh as well as portions of the abdominal wall on (B)(6) 2013 during which the surgeon noted debridement of the old mesh was required. This was carried out sharply as well as with electrocautery until good edges of the rectus abdominis musculature were encountered. Relaxing fasciotomies were made in the external and anterior rectus sheath laterally to allow for tensionless midlines re-approximation. It was reported that the patient experienced severe pain, infection, scarring, inflammation, loss of appetite, stress and anxiety. No additional information is provided.

Manufacturer narrative:
Date sent to FDA: 06/29/2020. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.